Event description:
In response to a request for further info from a consumer's mother who reported her daughter experienced fainting, hives, and high blood pressure. Co received hosp aftercare instructions which mentioned an allergic reaction - acute anaphylaxis.